Manufacturer narrative:
The user reported receiving low glucose alert on (B)(6) 2024 at 03:00 pm. The user mentioned that the sg at the time of the event was 66 mg/dl and no bg was provided. A review of the data management system (dms) data revealed that on (B)(6) 2024 at 03:00 pm, sg was 192 mg/dl and bg was not entered. A review of the alert history revealed the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level. As a result, the user would not have received an alert, and the reported event could not be confirmed. The user did not seek medical treatment and resolved the event by themselves. The user's hcp was not aware of the event. The user was advised to get in touch with their hcp for any medical assistance. A review of the in-vivo data did not reveal any anomalies at the time of reported event and system performance was within expectations. The user is currently using the system with up-to date information. B4. Date of this report (B)(6) 2025. G3. Date received by the manufacturer? (B)(6) 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Event description:
On 17 december 2024,senseonics was made aware of an incident where the user reported a low glucose event. The user reported that on 15 december 2024, around 03:00 am that their sg was 66 mg/dl and no bg was provided. After dms review, it was confirmed that on 15 december 2024 around 03:00 am,sg was 192mg/dl and no bg was available. The user didn't received a low glucose alert at the time of event because the sg never went below the alert level. The user didn't seek for medical treatment and resolved the event by himself.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.